Event description:
It was reported that the device was inserted as an arterial line in the or/ICU when the staff noted that the arterial waveform appeared dampened. Reportedly, the staff was unable to flush the system and blood backed up in the tubing from the insertion site. It was further reported that it was observed that the patient's IV bag was empty and dripped continuously. It was additionally reported that the patient had received a 500cc bolus of saline and that the system was replaced. The facility reported that there were no patient complications.

Manufacturer narrative:
The returned device was primed and leakage was not observed; however, excessive flow was noted while the poppet was in the closed position. Further examination found that the flush device cap was welded properly and the poppet appeared normal. Examination of the flow restrictor revealed that it was pushed deep into the well and was broken in multiple pieces preventing closure of the fluid path.